Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log files confirmed the report of low speed events, a specific cause for these events could not be conclusively determined as there is no product available for investigation. Based on previous complaint history, the log file findings appear consistent with a potential driveline issue. The submitted log files captured low speed hazard/advisory events on 25jul2019 from 10:10:20 pm through 10:10:30 pm. The pump ramped up to the fixed speed by 10:10:32 pm and appeared to have functioned as intended until further low speed events and pump stops were observed on 31jul2019 from 03:25:08 am through 04:35:01 am. All of these events occurred while the system controller was connected to an mpu. Power elevations up to 19.3 w were observed during these events, and low flow hazard alarms were also noted, corresponding with the low speed hazard alarms. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. Heartmate ii lvas IFU section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 6 (under "pump performance monitoring") also outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: log files were sent to the manufacturer's technical services for review. Log file review confirmed the low speed events and also noted multiple pump stop events. The issues only appeared to be occurring while the patient is connected to the mobile power unit (mpu). No percutaneous lead repair was requested.

Manufacturer narrative:
Approximate age of device: 5 years, 4 months, 25 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2014. It was reported the patient experienced low speed events. There was a concern for driveline malfunction. The patient is supported by an ungrounded cable and having no more issues. X-ray images did not note any areas of shield break down. The patient will continue to be supported by a ungrounded cable due to high surgical risk. No further information was reported.